Event description:
It was reported that the patient had a skin burn following an ablation. No medical intervention was noted. Upon request, additional information was provided on the event. An ablation was performed. The burn was noticed near the grounding pad after the ablation was completed. The burn was classified as a second degree burn. The burn was treated to prevent further issues. The burn was not treated differently than routine clinical practice. The patient is not going to require further treatment. The event was not life threatening. The event did not result in permanent damage to a body structure. It was unknown if the event required extended hospitalization. The outcome of the adverse event was improved. The prognosis for the patient was satisfactory. The causality of the adverse event was possibly procedure related. The patient return electrode (pre) used was the valley lab single patch. The location where the indifferent electrode was applied was on the lower back near the kidney.

Manufacturer narrative:
(B)(4). It was reported that the patient had a skin burn following an ablation. No medical intervention was noted. The device was tested and no problems were found. The device is within specification. It was observed that the device came in with a broken handle. The stockert handle was replaced. The system is ready for use. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Manufacturer's ref. No.: (B)(4).